Manufacturer narrative:
Investigation summary: one sample was received. It came in a ziploc plastic bag with an open packaging blister. There is one 60ml syringe. Visual inspection was performed and no damage or defects were found. No loose piece of plastic was found or any other type of foreign matter. The open packaging blister and the plastic ziploc bag were also inspected looking for the foreign matter with no success. The photos show the syringe with a piece of foreign matter close to the bottom of the plunger rod. It has irregular form. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure with the sample provided. This is the 1st complaint for lot # 9207663 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause is undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that "plastic" was found in the bd luer-lok¿ tip syringe plunger "near the 10ml mark" before use. The following information was provided by the initial reporter: "pharmacy reported plastic in clear portion of plunger near 10ml mark. I'm not sure if there is additional plastic pieces inside syringe and between plunger and syringe."